Event description:
It was reported that during an abdominoplasty, with liposuction, fat transfer to the gluteal area, mastopexy with implants, fleur-de-lis, and brachioplasty, while using the device during muscle application, the needle separated from the suture strand while suturing. The needle did not fall into the patient's cavity. The doctor refused other alternatives and, since there was no other lot number of the same type, sutures were used until one was found that did not detach. A total of ten sutures had the same issue. It was noted that the time was extended by more than 30 minutes due to the issue.

Manufacturer narrative:
D10. Concomitant products: cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y); cl-812, cl-812 polysorb* 0 vio 75cm gs21 x36 (lot: a5d1596y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one needle and one partial suture could be observed in the image provided. The needle was observed to be detached from the suture. The condition of the suture could not be fully evaluated since the rest of the suture obscured from the frame of the image. It was reported that the needle separated from the suture strand. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.